Event description:
It was reported that when the patient presented to the hospital for device check after receiving patient notification alert, high out-of-range pacing lead impedance was observed. Noise was also noted upon device interrogation. The fracture at either tip or ring electrode was suspected. X-ray was taken, but the lead damage could not be confirmed. Noise was not reproducible in clinic by rotating the patient¿s arms and rubbing the pocket site. It was noted that the pacing lead impedance was repeatedly raised and dropped to a normal range since four days ago. There were no adverse consequences to the patient due to this event. Lead was explanted and replaced. The possibility of loose pin affected this event could not be ruled-out. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.